Manufacturer narrative:
H.6. Investigation: customer returned (3) loose 1/2cc, 8mm syringes. Customer states that the syringes have burrs or are bent. One syringe was returned with the hub-needle/shield assembly separated from the barrel. No damage to the barrel was observed. Both remaining syringes were examined and neither sample exhibited a bent cannula. However, one sample exhibited adhesive splatter on the cannula. Unable to perform DHR check for needle point burred, needle bent and needle hub separates due to unknown lot number. - confirmed: bd was able to duplicate or confirm the customer¿s indicated failure (adhesive splatter and hub separates) - unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure (bent cannula) root cause is unable to be determined due to no batch number, unable to look into our leaning to lean system to look for setup calls to fix the machine for issues. CAPA#539107 was opened for needle hub separation h3 other text : see h.10

Event description:
Material no.: unknown. Batch no.: unknown. It was reported by the consumer that during use of the unspecified bd¿ insulin syringe the syringes sometimes have burrs or are bent. The consumer uses four syringes each day, but it is only sometimes that there are burrs on the syringe or that they are bent. You need to check out your inspection process. Your syringes sometimes have burrs or are bent. I use 4 a day and it is not good to us a bent syringe.

Manufacturer narrative:
There are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. (B)(4). Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. Device evaluated by MFR: a device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
Material no.: unknown, batch no.: unknown. It was reported by the consumer that during use of the unspecified bd¿ insulin syringe the syringes sometimes have burrs or are bent. The consumer uses four syringes each day, but it is only sometimes that there are burrs on the syringe or that they are bent. You need to check out your inspection process. Your syringes sometimes have burrs or are bent. I use 4 a day and it is not good to us a bent syringe.